Event description:
A physician was performing a vertebroplasty using an aliquot delivery system when catheter broke off inside the needle. The physician was able to retrieve the broken piece of the catheter and the pt had no known ill effects from this incident.

Manufacturer narrative:
This issue is currently under investigation and a supplemental report will be submitted upon completion of this investigation. Eval: method - actual device involved in incident was evaluated. Batch record review performed. No relevant non-conformances noted. Catheter met all specs. Results - catheter. Conclusions: no conclusion can be drawn.